Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the electrodes pads of the associated defibrillator would not connect to the multi-function cable. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, shock testing and full functional testing without duplicating the report. During the investigation, there were no discrepancies found with connecting the multifunction cable or CPR adaptor to the device. The connector, multifunction cable and adaptor were replaced as a precaution. The device was recertified and returned to the customer. Review of the device data logs found some minor damage on the multifunction cable however, it did not impact the functionality during testing. It could not be firmly established as a contributing factor. Analysis of reports of this type has not identified an increase in trend.